Event description:
Customer reports issue with discrepant sodium results. Initial results reported. No adverse events reported in association with the incorrect results. The following examples was provided. Initial result 134 mmol/l, repeated 140 mmol/l. The field service rep was unable to determine a cause for the discrepancy. Performance tests were performed. If add'l info is received, appropriate notification will be provided.